Manufacturer narrative:
Diagnostics testing was performed at philips bench repair and found the device did not produce sound due to a defective speaker. The bench repair technician replaced the speaker device was returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use at time of event, there was no adverse event reported.